Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their upper and lower teeth are not aligning. It is difficult for them to chew with their back molars. Their front teeth hit each other while chewing and talking. They also mentioned that the midline of upper arch is not aligned properly with the lower arch, and they are experiencing tension in both sides of their jaw. The patient was at their dentist for their semi-annual cleaning and their dentist was very dismayed about the situation concerning the patient's teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.